Event description:
It was reported that an unexpected reset occurred. Additionally, the battery was observed to be depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.